Manufacturer narrative:
It was reported that the patient's heart rate met conditional zone criteria due to wide morphology. Therefore, the conditional zone was reprogrammed from 170 bpm to 200 bpm. Additionally, the shock zone was reprogrammed from 200 bpm to 240bpm. The patient restarted anti arrhythmic medication. The device remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (sicd) delivered inappropriate shocks due to suspected atrial fibrillation (af) and/or supra ventricular tachycardia (svt). The inappropriate therapy occurred one day after a competitive leadless pacemaker was implanted. Ventricular tachycardia (vt) was observed during the implant procedure at a rate of 160 bpm. Therefore, the upper and lower rate limits were reprogrammed by the physician. The systems remain in service and no additional adverse patient effects were reported. The boston scientific local area sales representative was contacted for additional event details. No further information is available at this time. Should additional details become available, this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (sicd) delivered inappropriate shocks due to suspected atrial fibrillation (af) and/or supra ventricular tachycardia (svt). The inappropriate therapy occurred one day after a competitive leadless pacemaker was implanted. Ventricular tachycardia (vt) was observed during the implant procedure at a rate of 160 bpm. Therefore, the upper and lower rate limits were reprogrammed by the physician. The systems remain in service and no additional adverse patient effects were reported.

Manufacturer narrative:
The boston scientific local area sales representative was contacted for additional event details. No further information is available at this time. Should additional details become available, this report will be updated.